Event description:
In 2009, a doctor reported to sybron implant solutions that a pitt easy implant abutment hex had fractured.

Manufacturer narrative:
An evaluation of the fractured abutment has not yet been conducted because the doctor has not returned the product to another country's MFR nor have any x-rays been forwarded. Upon receipt of the affected product, and the x-rays an evaluation will be conducted.